Event description:
The customer reported that the system was locking-up intermittently. There is no reported of pt injury of death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge, cine drive, and associated cables. The system operates as intended.